Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in threshold and a decrease in pacing impedance was noted. During a subsequent follow-up, the electrical measurements were still out of range. Diagnostic imaging was performed and a lead perforation was noted. The lead was revised to resolve the issue and the patient was in stable condition.